Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The large suturecut needle driver instrument was found to have a broken grip at the grip base. A piece approximately 0.094¿ x 0.274¿ was found to be broken off the yaw pulley. It was noted the broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such excess force applied to the instrument jaws. The root cause of this failure is attributed to user mishandling/misuse.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the large suture cut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any other complaints involving this product and/or this event. A log review was conducted, which resulted in the following findings: the logs show the customer last used the large suture cut needle driver instrument part# 471296-07 lot# n10201027-0187 on (B)(6) 2020 during an inguinal hernia repair procedure on system (B)(4). The instrument had 13 uses remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided instrument image is consistent with the allegation of the large suture cut needle driver instrument having a broken jaw. The root cause of the failure mode cannot be confirmed without the returned device. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the large suture cut needle driver instrument jaw fell into the patient. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. If the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the large suture cut needle driver instrument jaw fell off inside the patient. The fragment was retrieved using a backup instrument. It was noted that the surgeon was suturing at the time of the reported issue, and no instrument tip collision was observed. At the time of removal, the instrument wrist was straightened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical territory associate (cta) and obtained the following additional information: the cta noted that the large suture cut needle driver instrument was inspected prior to use, and no damage was observed. At the time of the reported issue, the instrument had been in use for 5 minutes when the surgeon was suturing defect tissue and the instrument tip broke. It was noted that a fenestrated bipolar instrument was used to retrieve the broken piece. The cta confirmed that all fragments were retrieved, as it was only one piece that broke. The surgeon did not have any issues with the instrument functionality. No instrument collisions were observed. Upon removal of the large suture cut needle driver instrument, the wrist was straightened, and no resistance nor additional damage was observed. A backup needle driver instrument was used to continue. Both the fragment and instrument would be returning to isi for analysis. The cta confirmed the procedure was completed robotically with no patient injury or harm.